Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the text at the bottom of the external pulse generator (epg) screen was not legible. No patient complications have been reported as a result of this event.